Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that one day post-implant, the patient's atrial lead had dislodged. The physician explanted and replaced the lead. The patient was stable throughout.